Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with strange heartbeat. The pacing lead exhibited a fracture, noise and over-sensing. The pacing lead was inactivated and later explanted and replaced. No further patient complications have been reported as a result of this event.